Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). The customer provided video was reviewed and verifies that the customer experienced a delivery failure alarm. A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although verified in the customer provided video and identified in the device's service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in the united states contacted mallinckrodt on 25-feb-2021 to report they experienced a delivery failure alarm with their inomax dsir plus device while a patient was receiving treatment. As a result, the device was removed from the patient and returned to mallinckrodt for investigation. There was no report of patient harm associated with this event. The customer provided a video for investigation. A mallinckrodt employee discovered that a delivery failure alarm had occurred due to ipl failure during a service log review of the returned device. This service log finding meets the criteria of a reportable malfunction.